Event description:
In 2007, this pt was implanted with a gore tag thoracic endoprosthesis. In 2008, an additional procedure was performed, whereby additional gore tag thoracic endoprostheses were implanted for an unk treatment. On the following month, the pt expired. Further investigation is pending.